Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were clinically evaluated and the customer's indicated failure mode for erroneous platelet results with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for erroneous platelet results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the bd microtainer® blood collection tube gave an erroneous platelet count when compared with a venous draw from the same patient. No serious injury, no medical intervention.